Event description:
It was reported that the lead exhibited increased thresholds. A fluoroscopy revealed the lead had dislodged. The physician repositioned the lead

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.